Event description:
During a navigational bronchoscopy with the veran there was an issue with the always-on tip tracked 21g anso cytology needle. The needle on the product would not retract back into the sheath after a few uses. This malfunction resulted in discontinued use of the product and limited specimens.